Event description:
The customer called to report a high blood glucose reading of 320 mg/dl this morning. The customer also felt that the insulin pump is delivering too much insulin. The customer stated that she programmed several fixed primes, and the insulin pump seemed to be delivering too much insulin. The customer was unable to troubleshoot at the time of the call, but the insulin pump did rewind and prime properly, alarming no reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.